Event description:
I am not sure if the date the problem occurred is correct but this is regarding dexcom transmitters. This sensor causes allergic reactions based on the adhesive, we have personally experienced the transmitter/sensor failing many times while installing the transmitter into the skin. After transmitter is calibrated to the receiver, the device sensor stops working or sensing the transmitter. Also, the sensor might three? Which confuses the person trying to calibrate the sensor with the transmitter. There are several parents on (B)(6) with our support groups that have this same issue and don't know how to report it. If the parents do call the 800 line then the sensor is replaced with more sensors as well. Money is being collected and the product quality is not being delivered. Because of this, we do not use dexcom product, I do believe sink the transmitter was upgraded to be compatible with the g5 platform ( we have g4) there has been nothing but problems with reliability. We also put in order for a new receiver. Thanks!